Event description:
Device 1 of 2; reference MFR. Report#1627487-2018-08170. Additional information received identified that surgical intervention was undertaken wherein the leads were explanted and replaced. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-08170. It was reported that the patient¿s scs system was unable to provide effective stimulation. As a result, surgical intervention may be pending to address the issue.